Event description:
Affiliate reported that the valve failed and a revision was required. No other details were available.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.